Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert. Low rv lead impedance was observed. All electrical ranges were stable. Programming changes were performed. Lead to be monitored.